Manufacturer narrative:
An event of high gradient was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2015, a 19mm trifecta valve was implanted. 4 years following the implant the patient presented with a high gradient requiring intervention. On (B)(6) 2019, a valve in valve procedure was performed and a 23mm portico valve was implanted.